Manufacturer narrative:
Product ID: 3889-28, implanted: (B)(6) 2007, product type: lead.

Event description:
Additional information received reported the lead was also explanted during the same procedure in which the implantable neurostimulator was removed. The procedure was noted to have occurred on (B)(6) 2015. It was unclear if the procedure took place on this date or the previously reported date of 2015-12-09. There was no microscopic or radiologic reason for the high impedances that were measured on all electrodes. An second follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care provider (hcp) via a manufacturer representative reported that the impedance was higher than 4000 ohms, thus they had to change the device. The initial device had been implanted in 2007 and it was changed on (B)(6) 2015. Unfortunately, the problem occurred and they had to exchange the implantable neurostimulator (ins) on (B)(6) 2015 to solve it. The issue was resolved. The patient's ins and extension were returned.

Manufacturer narrative:
Refer to manufacturer report #3007566237-2016-00858. This report captures the same event, but includes the analysis of the lead. Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.